Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of hypersensitivity is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional five xience alpine and one xience proa referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2018 a 2.75x28mm, 3.0x18mm, 2.5x18mm, and a 3.0x18mm xience alpine stents were deployed without issues. On (B)(6) 2020, a 3.0x23mm and a 4.0x38mm xience alpine stents and a 4.0x12mm xience proa stent were deployed without issues. On (B)(6) 2020, the patient was re-admitted with unspecified health issues. Coronary bypass surgery was going to be performed; however, it was canceled because the patient was diagnosed with a suspicion of kounis syndrome due to an allergic reaction. Explanting the stents is being contemplated. There has been no treatment for the allergic reaction. No additional information was provided.